Manufacturer narrative:
Voluntary medwatch report received: mw5163302.

Event description:
Voluntary medwatch received states the right ventricular (rv) lead exhibited high capture threshold. There were no patient consequences reported.